Event description:
It was reported that the patient desaturated to 50-60% and their heart rate increased to the 160s while performing volara therapy in-line with the trilogy 100 ventilator. There was no allegation of a device malfunction or error code, and no medical intervention was required. The caregiver stated he received the m08085 volara circuit and asked why he didn¿t receive the ventilator adapter. The patient is ventilator dependent, and the adapter is needed. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The patient is a 39-year-old male with a medical history of limb girdle muscular dystrophy, down syndrome, chronic respiratory failure, and ventilator dependent via trach for 21 years. The patient¿s caregiver was trained on the volara in-line with the ventilator with the spontaneous breathing adapter while the patient was hospitalized in (B)(6) 2023. Two treatments were performed, and the patient was discharged with the ventilator adapter. When the desaturation event occurred at home on approximately (B)(6) 2023, the caregiver discontinued volara therapy, turned up his oxygen concentrator and oxygen tank, and the patient¿s oxygen saturation and heart rate stabilized. The caregiver reattempted therapy a few more times that same week with the same result and discontinued volara therapy. The patient¿s physicians were made aware of the event. The caregiver stated the respiratory trainer came to the house a few weeks ago and brought the blue ventilator adapter to the home. Since then, therapy has been working great. The caregiver was advised of the product hold on the ventilator adapter with in-line ventilator use. The caregiver stated the patient cannot come off the ventilator and that the ordering physician was aware the patient would still be on the ventilator with volara use and there was never any question that he would be off the ventilator. The baxter account executive was notified of the situation and stated the physician was aware the patient would need to be able to come off the ventilator to preform therapy and that the patient could come off the ventilator to perform treatment. The volara system is intended for the mobilization of secretions, lung expansion therapy, the treatment and prevention of pulmonary atelectasis, and has the ability to provide supplemental oxygen when used with an oxygen supply. The field action communication was provided to the caregiver, followed by training on the device instructions for use addendum using volara therapy in-line with ventilator in a home care environment. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range and the change was temporary, the event was life threatening, concluding a serious injury occurred. The patient was stabilized at home by the caregiver discontinuing volara treatment and turning up his oxygen concentrator and oxygen tank. The patient did not require additional medical intervention. Additionally, there was no allegation of a device malfunction. The volara device likely contributed to the reported event.